Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s user guide: only use u-100 humalog or novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42 mg/dl. Low bg cause was not known. Customer went to the emergency room and was subsequently admitted to the hospital. Customer was treated with intravenous (IV) fluids of saline, an additional IV fluid, and an injection to address the issue; type of fluid and injection was not provided. Customer was discharged 3 days later with the issue resolved. Reportedly, the customer was using off label insulin (u500) within the pump supplies. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended, and advised the customer against using off-label insulin.